Event description:
A call was placed to technical services on (B)(6)2016 stated that this ra lead was implanted on (B)(6)2014 and remains implanted at this time. This lead exhibited minor atrial undersensing and low instrinsic amplitude measurement. The physician was dr.(B)(6) at (B)(6)cardiology. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).